Event description:
Procedure type: lobectomy. According to the reporter: the black insulation sheath split. They were not sure if it split while inside or outside of the cavity. A new device was opened to complete the case. It could not be reported if pieces fell into the cavity. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).